Manufacturer narrative:
Root cause analysis is still on going; therefore, no conclusion can be drawn at this time.

Event description:
A device problem was reported with our accessory holder. The accessory holder is mounted to the collimator head assembly, which is mounted to the gantry assembly. The operator rotated the gantry from 0 to 270 degrees (ccw) and at 330 degrees, a digital electronic variable applicator (deva) accessory suddenly slipped out from its slot and drop to the floor. Condition of the accessory holder and the accessory that dropped is still unknown. The root cause analysis is still on going. The incident occurred during treatment setup and the patient was lying on top of the treatment table. No injury was reported.